Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the abdomen. The patient experienced loss of consciousness. The cgm was reading 95 mg/dl and the blood glucose reading was 45 mg/dl. The patient´s sister called an ambulance. The patient´s physician advised the patient to rest and to monitor the blood glucose. There was no treatment administered by the physician. The patient recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.